Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked during injection. The following information was provided by the initial reporter: material no. 320550, batch no. 9184145. It was reported that there was leakage during injection. Verbatim: consumer reported that the pen needle leaks down the hub during injection. He stated that it leaks near the base of the needle. When asked consumer to describe how he attaches the needle, he stated that he presses the needle onto the pen then he removes the clear outer shield and then does the injection. I advised consumer that the needle is not a snap but must be turned to tighten and inner shield must also be removed before doing injection. Consumer does not have the box and could not provide the product #, but said that the needle has a green label.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked during injection. The following information was provided by the initial reporter: material no. 320550 batch no. 9184145. It was reported that there was leakage during injection. Verbatim: consumer reported that the pen needle leaks down the hub during injection. He stated that it leaks near the base of the needle. When asked consumer to describe how he attaches the needle, he stated that he presses the needle onto the pen then he removes the clear outer shield and then does the injection. I advised consumer that the needle is not a snap but must be turned to tighten and inner shield must also be removed before doing injection. Consumer does not have the box and could not provide the product #, but said that the needle has a green label.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.